Event description:
Caller reported a cartridge alarm but confirmed that there was no adverse impact on their blood glucose level. Tandem technical support decided to replace the customer's pump, as the current one experienced cartridge alarms with consecutive cartridges, despite being under warranty. The customer was informed about the necessary steps to return the problematic pump and the process for setting up the replacement, which will come with updated software. The customer agreed to continue using their current pump as backup therapy and acknowledged all instructions provided by technical support.